Event description:
The customer is requesting assistance in retrieving data for a pt who expired.

Manufacturer narrative:
(B)(4). The customer is requesting assistance in retrieving data for a pt who expired. They requested philips' assistance because a hospital technician mistakenly discharged the pt before saving or printing any data. There is no indication of any monitor malfunction or any relationship to the pt death. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.